Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a prior hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. Customer treated with a shot. The pump also alarmed failed battery test before and after a battery change. Customer indicated that the battery contacts are damaged. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. Customer's blood glucose level at the time of the call was 171mg/dl. Customer declined high blood glucose troubleshooting as they know what caused the high.